Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that an intermittent out of range signal occurred on (B)(6) 2016. No injury or medical intervention was reported. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The receiver download was reviewed and could verify the customer complaint. A charge was performed and the complaint device was fully recharged. Global receiver functional test was performed and resulted in no failures related to the customer complaint. The reported fault could not be reproduced with the receiver. Additionally, a pairing test was performed and was successful in pairing with a matching transmitter with no loss of antenna. The customer complaint of an intermittent out of range signal was confirmed. The root cause could not be determined. It was reported that a pediatric patient was using an adult receiver. Labeling states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.